Manufacturer narrative:
Investigation conclusion: the m312 solana sars-cov-2 assay lot #220875 performed as expected. Customer results could not be duplicated. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting all patients showing positive sars results including negative control (20 patient results total). Customer states the results were negative by an otc rapid antigen test.